Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 650 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. During the initial phone call the customer's mother was unable to properly perform the high pressure test because she did not have a tubing clamp. The customer's mother called back and the insulin pump failed the high pressure test twice.